Manufacturer narrative:
The catheter was returned, and analysis found the catheter body had significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 2mg/ml for a total dose of 0.09mg/ml via an implantable pump for spinal pain. It was reported there was a flipped pump. There was no environmental factors that may have caused, contributed, or led to the event. No diagnostics/troubleshooting was performed. It was noted that the hcp opened the pump pocket to re-suture the pump down. In doing that, the catheter had been twisted numerous times causing the catheter to actually snap near the pump connector. The photo showed the catheter to be twisted and kinked. It was noted that surgical intervention did occur as the catheter was completely replaced on (B)(6) 2018. It was noted the catheter would be returned to manufacturer. It was noted that the issue was resolved at time of report, and the patient's status at time of report was alive- no injury. The patient's weight and medical history was asked, but unknown. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.